Manufacturer narrative:
(B)(4). Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing. No pacing inhibition was observed. As a result, the ra lead was explanted and replaced. There were no additional adverse patient effects.